Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that guide wire couldn't pass to bixcut. Dr. Noticed the bixcut has some plastics like debris and dr. Used spare.

Manufacturer narrative:
The evaluation revealed the reamer shaft to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer shaft returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The grommet was found within the reamer shaft approx. 10mm below its origin position. It was squeezed and pushed into the reamer shaft; during this the plastic material got cracked and finally broken. Why the grommet was pushed into the shaft could not be determined. Anyway, pushing the plastic grommet into the shaft will block the inner hole so that a guide wire insertion is not possible. Because no indication for a misplaced grommet was found in the DHR and the fact that the reamer shaft was already used a manufacturing issue can be excluded; the case is attributed to the user (misuse). No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that guide wire couldn't pass to bixcut. Dr. Noticed the bixcut has some plastics like debris and dr. Used spare.